Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo was performed on speed compression implant kit 15x12x12mm. It was confirmed that the 13mm drill guide instead of a 15mm was packaged with the product product se-1512 in a speed compression implant kit 15x12x12mm box. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the speed compression implant kit 15x12x12mm. The root cause of the complaint condition can be confirmed due to the manufacturing issue. The received condition of the speed compression implant kit 15x12x12mm confirmed that the 13mm drill guide instead of a 15mm was packaged with the product product se-1512 in a speed compression implant kit 15x12x12mm box. Device history part # se-1512, synthes lot # mse220445, supplier lot # mse220445, release to warehouse date: 24 aug 2022, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the speed compression implant kit in question was found to contain a 13mm drill guide. To continue the procedure, the sales rep opened another implant, which contained the proper drill guide. The procedure was completed successfully after a delay of approximately two minutes. No fragments were generated and there were no reported patient consequences. This report is for a speed 15x12x12mm implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.